Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative (fsr) evaluated the device onsite. Alarm 221 triggered after 2p calibration of the o2 cell as measured raw value from the cell is >105%. Analysis at manufacturer on returned products with the same failure mode came to conclusion that there are local elements as consequence of microscopic leakages due to insufficient glue sealing of the contract wire glue holes/possible hollows on the crossing of the cathode wire and the glue in the front area.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and updated the device software to 6.0.17. The device logs were collected and the inspiratory block was replaced. Base test check, ovp (operational verification procedure) calibration circuit test and o2 (oxygen) sensor calibrations were performed. Everything passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having an o2 sensor calibration failed message while ventilating a patient. They were able to swapped the unit yet no information regarding patient harm was reported associated with the event.